Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called in to report a hospitalization due to car accident that was due to low blood glucose levels. The customer was driving, passed out and crashed. Paramedics came to the scene. The customer's blood glucose level was 26 mg/dl at the time of incident, but was 358 mg/dl at the time of call. The customer's symptoms included feeling sick. It was unknown if the customer was wearing the device at the time of admission. The cause of the event was low blood glucose levels. The customer stated she goes low very rapidly and can't always catch it on time. The customer was treated with a glucagon shot and food. The customer was advised to speak with their doctor regarding the low readings and to monitor the device. Nothing was replaced or returned.